Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had fault code 52. There was no patient harm or injury reported.

Manufacturer narrative:
It was reported that the cs300 intra aortic balloon pump (iabp) had fault code 52. No harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, confirmed problem stated by customer. Fse troubleshot and found the transducers to be out of calibrations. Fse calibrated all transducers per manufacture specifications, and performed a full pm, unit has passed. Fse ran the unit without any issues or alarm. Unit is now ready for clinical use.

Event description:
N/a.